Event description:
This was a lead removal procedure conducted in the operating room to remove 3 lead (ra 5024 and rv 5524 - 16yrs and rv - abandoned, (B)(6)) due to an acute class I infection. Initial placement of the arterial line (radial attempted) was difficult due to fragile vasculature. Eventually bilateral femoral lines were established. Both fluoroscopy and tee were in use, the CT surgeon was present and bypass available if needed. The md prepped the rv lead with a lld#2, ra lead with a lld-ez and the abandoned rv lead (B)(4) with a lld#2. Lasing began on the rv 5524 with a 14f sls ii and a visisheath - m, eventually upsizing to a 16f sls ii. It was apparent at this time all 3 leads were intertwined all the way down the svc with significant fibrosis. The combination of lasing, traction and manipulation on both 16yo leads (rv 5524 and ra 5024) proved to be successful. Fluoroscopy and the pt's vitals were monitored following the extraction of these 2 leads with no changes noted. Using only a visisheath - s, the lld#2 and manual traction the rv lead was attempting to be extracted from the (B)(4) but was proving to be difficult. Greater traction was applied to the lld#2, moving the visisheath - s no further than - 2" from the site of entry. The lead eventually "popped out" and the md inserted a guidewire into the right subclavian to provide access for the new rv lead and collapsed the lung. The pt's vitals declined, a chest tube was inserted and the pt's vitals stabilized. The md again attempted the rv placement and again the pt's vitals dropped, this time significantly. The CT surgeon stepped in and performed an emergent sternotomy within 5 minutes of the pressure decline. Upon opening the chest, a mid-svc tear was noted. With each suture to repair the brittle vasculature the tear became worse until it reached the atrial junction. At this point the pt's blood volume was so low the surgeon began manual heart message which began tearing the ventricles. It was determined at this time the damage was beyond repair and the pt expired on the table. Both physicians in the case stated the spnc devices "worked as intended". No devices were retained for return analysis as they were disposed of during the code. An (B)(4) review was conducted and found no issues or non-conformances.